Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative troubleshooted the system was confirmed that a stand alone board and x-ray relay need to be replaced. Representative replaced stand alone board and x-ray relay. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board and relay has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the imaging system pendant would not fully power on. There was no patient present at the time of the issue.

Manufacturer narrative:
The standalone relay was returned to the manufacturer for evaluation. Testing found that four resistors on the board were electrically overstressed and that there was a short between two pins.